Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is there evidence that could suggest that the reported suture was part of a product mix in the package? No. The product will not be returning, so we are not able to check it. Could you please provide a picture of the reported product? No picture is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2022 and suture was used. After the package was opened, there was an abnormality in the length of the suture. No adverse patient consequences were reported. Additional information was requested.